Event description:
It was reported that during a ptca procedure, a dissection was noted distal to the occlusion after placement of another MFR's guide wire. As the dissection had occurred in an occluded artery no repairs were necessary. Pt status is listed as "ok".